Event description:
The caller's original call was to ask what was in the product. It was reported by the office staff that the patient had a PICC insertion a couple of months ago and the patient had an allergic reaction to the product. The patient had hives over her body. No other information available at the time of the report additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.